Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous applicable history. The customer issue was confirmed with visual inspection and functional testing. Further investigation found a buckling upstream occlusion (uso) seal and the printed wiring assembly was damaged. The pwa and uso seal were replaced. A performance verification test (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
It was reported that the pump shut down and alarmed with 41626249003 then alarmed 45639004, when the batteries were removed, it would alarm 456362003, removed batteries and pump continues to alarm. There was no patient involvement.